Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error, problem isolated to the force sensor. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level of the customer was 110 mg/dl. The customer was assisted with the troubleshooting. The customer was unable to rewind the insulin pump. The insulin pump will be returned for the analysis.